Event description:
Complainant alleged that during CPR the medics were attempting to defibrillate a pt, but the device (serial number unknown) failed to discharge. The medics were using stat pads mutli-function electrodes with the device. They made several attempts to defibrillate the pt, including changing the device cables, but the device did not discharge. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The facility was contacted for add'l event info, but the complainant indicated that there was no add'l info available. The complainant indicated that the used pads were inadvertently discarded subsequent to the event. In addition, the lot number of the used pads is unknown, as the electrodes packaging was also discarded subsequent to the event. Although the complainant did not indicate that chest compressions were performed over the pads during CPR, there is a possibility that there may have been compressions performed over the pads. Performing chest compressions on the pads may cause damage to the electrodes. The stat pads multi-function electrode warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads that could lead to the possibility of arcing and skin burns."